Event description:
The customer intermittently experienced elevated blood glucose (bg) levels. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer went for a walk, administered an insulin injection, and delivered a correction bolus to treat the bg. The cause for the reported issue is unknown.